Event description:
It was reported the the right atrial lead exhibited noise. The noise could not be reproduced. The patient deceased for non-device related issues on (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.